Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on (B)(6) 2015 from nurse: patient had a mini-laparotomy on (B)(4) 2015. Doctor was able to remove essure and fallopian tubes. Patient was doing well. Company causality comment: this medically confirmed spontaneous case refers to a female consumer who had essure inserted and experienced pain on both sides from it (regarded as pelvic pain). She underwent an unsucessfull attempt to remove essure laparoscopically. She underwent a mini laparotomy and the physician was able to remove essure and fallopian tubes. Consumer was doing well. Pelvic pain is serious due to its medical importance and listed event according to reference safety information for essure. In this case, the reporter was unsure if patient condition was caused by essure. Nevertheless, considering event's nature, essure safety profile and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Additionally, blood loss less than 20cc was reported during essure procedure (serious, listed event). This case is regarded as incident since device removal was required (failed laparoscopy and subsequent laparotomy). The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 02-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The reporter was from facility that has a patient who is going to have essure removed and get a tubal done because she had pain on both side from essure. Company causality comment this non-medically confirmed spontaneous case refers to a female consumer who had essure inserted and experienced pain on both sides from it (regarded as pelvic pain). Pelvic pain is serious due to medical importance and listed event according to reference safety information for essure. Given the suggestive temporal relationship, event nature and product profile, causality cannot be excluded. Since consumer is going to have essure removed (surgical intervention will be required), this case is regarded as incident. Additional information and product technical analysis were requested.

Manufacturer narrative:
Ptc investigation result was received on 03-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The essure health care provider general questionnaire was received on 08-dec-2015: this case refers to (B)(6) old female patient. Her weight and height were provided. She had essure inserted on (B)(6) 2009 under general anesthesia. Cervical dilatation was applied. Patient was not in post-partum state at the time of insertion. Insertion and bilateral visualization of the tubal ostium were considered easy and no irregularity was noted by the physician. Estimated blood loss less than 20cc; the duration time was not reported. She used depo provera as back up contraception. On (B)(6) 2010 she had hysterosalpingogram performed and it showed successful closure of tubes. On (B)(6) 2015 ultrasound was normal except for small fibroid. There was no signs of infection or inflammation; hospitalization was denied. Patient complained of dyspareunia, pelvic pain and dysmenorrhea. On (B)(6) 2015 an attempt to remove essure laparocopically was performed but failed. Patient was scheduled for a laparotomy with attempted removal. Reporter stated that it was unknown if the conditions were caused by essure. The reporter medically confirms the events and the details provided. Follow-up information received on 17-dec-2015: the laparotomy was not performed yet. The surgery is scheduled for (B)(6). Company causality comment: this spontaneous case refers to a female consumer who had essure inserted and experienced pain on both sides from it (regarded as pelvic pain). She underwent an unsuccessful attempt to remove essure laparoscopically and was scheduled for a laparotomy with attempted removal. Pelvic pain is serious due to its medical importance and listed event according to reference safety information for essure. In this case, the reporter was unsure if patient condition was caused by essure. Nevertheless, considering event's nature, essure safety profile and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Additionally, blood loss less than 20cc was reported during essure procedure (serious, listed event). This case is regarded as incident, due to the required surgical interventions (failed laparoscopy and planned laparotomy) for device removal. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical event and a quality defect.